Event description:
It was reported that the syringe insulin 1ml ll "locked up" during use with the flu vaccine, as the plunger rod required a lot of force. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: one of their charge nurses said that when they use the flu vaccine (picture attached) with the bd 1ml syringe 309629, the syringe ¿locks up¿ when they try to inject the vaccine. I personally watched a flu vaccine administration and the plunger rod could not be pressed when the flu vaccine was in the syringe unless there was a lot of force. She said they have been noticing this for approximately the last two weeks. They said they have noticed some bruising to the patient as a result. When they use a 3ml they do not experience the ¿locking¿. They don¿t think its an issue with the 1 ml but somehow perhaps the combination of the flu vaccine and the 1ml.

Manufacturer narrative:
H.6. Investigation summary: two photos were received for vaccine vial and packaging box which are not bd product. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe insulin 1ml ll "locked up" during use with the flu vaccine, as the plunger rod required a lot of force. This complaint was created to capture the first of two related incidents. The following information was provided by the initial reporter: one of their charge nurses said that when they use the flu vaccine with the bd 1ml syringe 309629, the syringe ¿locks up¿ when they try to inject the vaccine. I personally watched a flu vaccine administration and the plunger rod could not be pressed when the flu vaccine was in the syringe unless there was a lot of force. She said they have been noticing this for approximately the last two weeks. They said they have noticed some bruising to the patient as a result. When they use a 3ml they do not experience the ¿locking¿. They don¿t think its an issue with the 1 ml but somehow perhaps the combination of the flu vaccine and the 1ml.